Event description:
It was reported that the subject device had a slit in the cord. This issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following reportable malfunction was identified during the device evaluation: scratches on charge-coupled device lens. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 09/05/2024. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a slit in the cord. This issue was found during reprocessing. There were no reports of patient involvement.